Event description:
The customer contact reported a loss of suction. The device was reportedly being used to suction during an unspecified procedure. After an unspecified length of time, the customer contact reported that the device exhibited "lack of aspiration." No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to a patient. No medical interventions were reported. Though requested, no additional information was provided including if the device was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all information known by the reporter upon query by hospira personnel.